Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9239039. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the photograph submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h.10.

Event description:
It was reported that intima-ii 22gax1.00in prn slm npvc tubing expanded. This occurred on 2 occasions. The following information was provided by the initial reporter: the extension tube expanded greatly but did not break.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 22gax1.00in prn slm npvc tubing expanded. This occurred on 2 occasions. The following information was provided by the initial reporter: the extension tube expanded greatly but did not break.